Manufacturer narrative:
Awaiting product return for eval.

Event description:
Broken shaft during preparation of the balloon the technician tried to pull away the protection tube from the balloon. As it was difficult to do so, the technician tried harder and then the outer balloon shaft broke on the height of the proximal balloon marker. The balloon was kept to be returned, but unfortunately the protection tube was discarded.